Event description:
It's been 2.5 years since implantation of my total joint implant devices - tmj concepts. I have developed a number of issues that I feel may be related the implants. Sensitivity: I am extremely sensitive to perfumes, soaps and even cooking odors with nitrates. They trigger severe migraines, congestion and fatigue and severe sinus infection (within a week). I have also developed sensitivities to any wheat products or barley, which cause a rash, swelling in the throat and intestinal problems. The gluten issues began within a few months of surgery. I have extreme sensitivity to light. I wear sunglasses indoors. Eliminating the gluten has stopped the constant runs. I was getting bloody diarrhea and constant gas and stomach, bloating issues. Sinus infections: I have also been getting recurrent sinus and ear infections since surgery where I have been on antibiotics 23+ times over a period of 2.5 years. Each time I go off the antibiotics I lose my voice, get ear pain and sinus issues and the joints get inflamed. A clear fluid leaks from my ear when I am chewing and does not just occur with the ear infection. There is fluid on the side of my face when eating as well. It is odorless, but there is fluid draining from the ear. I am unable to pop my right ear at all. It feels like something is still in it. I saw an ent 2 months after surgery and he pulled out pieces of surgery debris that looked like bone fragments from drilling. It is the same ear that I am having difficulty with. The bones were shaped like a piece of raw ginger plant and were about as wide as a pencil and 1/2 inch long. There were 2 other small pieces about 1/2 of that size in length. The ent said it was either bone or surgery debris and not something that would normally be in the ear, as it was hard, like bone. My cat scan says I am completely normal. It mentions post surgical changes and that's it. It says the mastoid is normal. I'm a bit confused as the other doctor said it was infected. I am still in pain and can't think straight. Whole right side is swollen and red and hard to the touch. A radiologist looked at the films and said it was infected inside the bone and air cells / the mastoid bone is infected. I have had issues since surgery and I am sure it is from that. I am scared the joint is infected. Neurological issues: after surgery and I remember waking with the worst migraine of my life. My surgeon said he did quite a bit of nerve resection and moving of nerves as they were in the wrong spots. I have a nerve issue in my shoulder on the right side that goes from neck to wrist. I am not sure what it is. The doctor said arthritis in shoulders and collarbone. I have nerve pain that goes into the arm and hand. I wear a brace. It is not carpel tunnel. I am also dizzy a lot. I cannot move really fast without vertigo. Lately I've been experiencing a lot of tingling in my head and neck area. I feel like something is wrong with the implant and possibly the nerves. My teeth all hurt in addition to having joint pain. Memory: my memory loss is severe. For example, I have driven somewhere many times, but forget how to get there. I sometimes drive and cannot remember getting on a certain freeway. There are many other memory issues with everyday life such as not remembering things I just said to someone. I often repeat things that I already said as I cannot remember saying it. Vision: after surgery, I had severe blurred vision where I seriously thought I was losing my sight. I get blurred vision with the migraines but nowhere as bad as after surgery. Swelling: I still also have swelling on the right side where I think the infection is. It comes and goes with antibiotics. My lymph node chain swells. I also have a cyst-like thing that sticks out on the incision line. It is painful to the touch. Jaw opening is at 20mm. I have facial palsy occurring 2 years post surgery.